Event description:
During a cardiac cath, heparin drip set to infuse per pump at 12 cc/hr. Heparin bag of 25,000 units in 250cc of saline. 250cc infused in about 10 minutes. Pump read "pump failed channel c". Pt's clotting time elevated. Protamine given. Pt developed hematoria with large clots.